Event description:
The customer reported that the insulin pump was delivering more insulin that what it's supposed to. The caller stated that her blood glucose dropped to 25mg/dl, but she was coherent enough to get orange juice and ice cream to rise it up. The customer mentioned having a bad bronchitis and then she got sick with stomach flu, but she feels better. However, her glucose level has been low all the time. Troubleshooting was performed, and found several low reservoir, low battery, and no delivery alarms. Assisted the customer to run the displacement test and passed. The customer also stated that insulin was shooting out fast because the site part was all wet. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.